Event description:
During a ptca treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in the mid right coronary artery (rca) of average tortuosity. The physician used a 6f medikit introducer sheath for vascular access and a runthrough guidewire and a 6f mach 1 guide catheter to cross the lesion. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as `good.'